Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Corrections made to reporter first name, reporter last name, reporting address line 1, reporting address city, and reporter email.